Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port on the pump became hot to the touch and caused burning/melting of the tip of the usb cable that was inserted into the usb port. The pump was reportedly still able to charge. The customer's blood glucose was 96 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.